Event description:
It was reported that during a meniscal repair using two (2) fast-fix 360, the t1 and t2 implants were not locked in the tissue and came out despite the sutures were placed appropriately for the patient. The procedure was completed with a surgical delay greater than 30 minutes by changing the surgical technique to meniscectomy. No further complications were reported. The patient current status is good.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported devices were received for evaluation. There was no relationship found between the devices and the reported event. A visual inspection of the returned devices found that they are not in their original packaging. Device 1: the insertion device was returned in the pret1 setting with no suture or implants returned. Device 2: the insertion device was returned in the pret2/postt1 setting with no suture or implants returned. A functional evaluation of the returned devices finds they cycle as designed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The patient impact included the reported extended surgical delay of greater than 30 minutes along with the unplanned change to a meniscectomy. Further impact could not be determined as no further complications were reported and the patient status is ¿good¿. No further medical assessment can be rendered at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include premature deployment prior to reaching the backside of the meniscus or unintended excessive retraction prior to deploying t2. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.